Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button would not function. After plugging pump into a power source, pump wake button was functioning. Customer's blood glucose level was reported to be within 54-500 mg/dl.